Manufacturer narrative:
Film evaluation summary: the reported endoleaks could not be confirmed on the limited film provided; therefore, the cause of the event could not be determined. Lack of returned angiography images showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. B5; additional information received: it was confirmed that a type iii endoleak was ruled out during the intervention. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An esbf2514c103ej stent graft was implanted during the endovascular treatment of a 64mm aaa . It was reported that post the index procedure no endoleak was observed. A follow-up CT taken 6 months post the index procedure showed an endoleak and aneurysm enlargement. A CT taken a further six months later showed a suspected ia and type iii endoleak and aneurysm enlargement was also observed. Intervention was performed on the same day. A ia endoleak was confirmed by angiography above the renal arteries. Migration of the endurant was not confirmed. A non-medtronic was used to line the endurant stent graft. An endoleak was still observed, so a chimney procedure was performed using a non-medtronic cuff. A small ia endoleak remained however the procedure was concluded based on the physician's assessment. Per the physician the cause of the event is undetermined. No additional clinical sequelae was provided and the patient will be monitored.